Manufacturer narrative:
One agilis nxt introducer was returned for eval. Visual inspection revealed the tubing was flattened approx 1.78 in from the distal tip. No further anomalies were noted. The results of the investigation concluded that the proximal seal was torn. The damage is consistent with damage during use; however, no leaks were observed during functional testing. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specs prior to leaving sjm mfg facilities as supported by a review of the device history record and the analysis performed. The cause of the reported cerebrovascular accident and myocardial infarction remains unk.

Event description:
During an atrial fibrillation procedure using an agilis nxt introducer, the pt developed a myocardial infarction and stroke. During the procedure, ablation was performed in the left atrium with a non-sjm irrigated ablation catheter through the agilis nxt introducer. The irrigated ablation catheter was exchanged for a reflexion spiral ep catheter and air was noted on angiography. The pt became hypotensive and developed st changes. A loss of consciousness and respiratory arrest followed. The pt's cardiac symptoms and a CT scan revealed the pt experienced a myocardial infarction (mi) and a cerebrovascular accident (cva). The pt was place in hyperbaric oxygen chamber to treat the symptoms related to the air embolism. The pt is currently in the ccu with incomplete left side paralysis. The pt is recovering well from the mi and will undergo hyperbaric chamber oxygen therapy again for the cva.